Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked antibiotic from the connection during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 250ml of solution in the bladder. The tubing was clamped to prevent fluid from flowing out. Visual inspection on the unit via the naked eye noted the tubing was broken off at the junction of the distal luer which was the cause of leakage. No additional defects were found during the sample analysis. The reported condition was verified. The cause of the broken tubing could not be determined during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.